Event description:
The event involved a tego connector where the customer reported that during a reinforcement training session on tego use, the reporter showed pictures and a video of a tego with damage to the silicone. The status of the device at the time of the event was during patient use. The patient did not suffer any harm. There was a delay in the treatment, approximately 10 minutes. This delay was caused by the need to address the failure of the device, which included actions such as hand washing, opening the catheter field, removing the defective device, connecting the line to the lumen of the catheter, closing the field again, and restarting the therapy. The device was in use from the previous week. After connecting the device according to the protocol, an increase in venous pressure was observed, prompting a review of the vascular access. The device was found to be damaged, and the line was replaced, allowing the therapy to resume.

Manufacturer narrative:
No lat-d1000 product samples were returned for investigation; however, two (2) photographs and one (1) video were provided by the customer. The photographs and video show the tego and confirms the customer complaint of damaged silicone on the tego. Confirmed customer complaint of the tego connector: damaged silicone. The probable cause of the top silicone seal damage is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Lot history review could not be performed as no lot number information was provided.